Manufacturer narrative:
The manufacturer's field service engineer was unable to gain access to the device. The customer claimed that they resolved this issue.

Event description:
The customer reported a ventilator with an unknown error - this was clarified through due diligence as diagnostic code 1014 (post timer/24v failure). No patient involvement